Event description:
Caller reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Cts attempted to assist the caller in loading a new cartridge, but the cartridge alarm recurred, indicating a persistent issue. Consequently, cts arranged to replace the customer's pump with one that has updated software. Customer agreed to return the problematic pump to tandem and use mdi as a backup therapy in the meantime. Instructions were provided on entering storage mode and returning the pump, and customer was informed of the need to program settings and connect their cgm to the replacement pump. Replacement pump was sent to the customer.